Manufacturer narrative:
Analysis was normal. No anomalies were found.

Manufacturer narrative:
Further information was requested but not received. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that patient presented to the emergency room after receiving an inappropriate shock from their implantable cardioverter defibrillator. An x-ray revealed that the right ventricular lead had dislodged and was sensing patient's atrial fibrillation events, leading to therapy. The lead was explanted and replaced on (B)(6) 2021. Patient was stable after the procedure.